Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods for the last 3 years") in a 44 year-old female patient who had essure inserted (lot no. B21576). Additional non-serious events are detailed below. Medical conditions: there is no history of allergies or contagious disease such as herpes or foot-handmouth disease. On (B)(6) 2013, the patient had essure inserted. In 2017 she experienced musculoskeletal pain ("hip and leg pain (muscular and joint pain) / muscle and joint pain (legs, hips, lower back, elbows, shoulders)"), back pain ("lower back pain"), abdominal pain ("recurrent abdominal pain"), aphthous ulcer ("aphthae in the mouth"), epicondylitis ("epitrochleitis on both sides, which does not heal despite infiltration"), dry eye ("dry eye problems"), blepharitis ("chronic blepharitis undergoing treatment"), memory impairment ("forgetting words") and fatigue ("significant fatigue"). In 2020 she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced mobility decreased ("mobility difficulties (climbing stairs, putting on clothes, etc.)"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, heavy menstrual bleeding, abdominal pain, aphthous ulcer, epicondylitis, dry eye, blepharitis, memory impairment, fatigue, mobility decreased or musculoskeletal pain. The reporter commented: the reporter mentioned: lower back pain ++ (despite medical check-up without osteoarthritis or inflammatory pathologies, diet to lose weight and the practice of cycling and swimming) and recurrent abdominal pain that sometimes led me to the emergency room. She had to change jobs for one that is more adapted to the health problems. A removal of the implant in compliance with the dgs (general health directorate) protocol is planned for the near future. Actions taken to treat the patient in the healthcare facility: ¿therapeutic wandering for a few years now because the radiological assessments and blood tests are not consistent with the intensity of the pain. Patient¿s current status: muscle and joint pain (legs, hips, lower back, elbows, shoulders) of an inflammatory type which wakes [the patient] up at night, exacerbated by the practice of sports or leisure activities (such as gardening, cycling, dancing, etc.), or household chores. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): normal results. [Ultrasound scan] (date unknown): normal results, appendix still in place. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. The most recent information was received on 20-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods for the last 3 years") in a 44 year-old female patient who had essure inserted (lot no. B21576). Additional non-serious events are detailed below. Medical conditions: there is no history of allergies or contagious disease such as herpes or foot-handmouth disease. On (B)(6) 2013, the patient had essure inserted. In 2017 she experienced musculoskeletal pain ("hip and leg pain (muscular and joint pain) / muscle and joint pain (legs, hips, lower back, elbows, shoulders)"), back pain ("lower back pain"), abdominal pain ("recurrent abdominal pain"), aphthous ulcer ("aphthae in the mouth"), epicondylitis ("epitrochleitis on both sides, which does not heal despite infiltration"), dry eye ("dry eye problems"), blepharitis ("chronic blepharitis undergoing treatment"), memory impairment ("forgetting words") and fatigue ("significant fatigue"). In 2020 she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced mobility decreased ("mobility difficulties (climbing stairs, putting on clothes, etc.)"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, heavy menstrual bleeding, abdominal pain, aphthous ulcer, epicondylitis, dry eye, blepharitis, memory impairment, fatigue, mobility decreased or musculoskeletal pain. The reporter commented: the reporter mentioned: lower back pain ++ (despite medical check-up without osteoarthritis or inflammatory pathologies, diet to lose weight and the practice of cycling and swimming) and recurrent abdominal pain that sometimes led me to the emergency room. She had to change jobs for one that is more adapted to the health problems. A removal of the implant in compliance with the dgs (general health directorate) protocol is planned for the near future. Actions taken to treat the patient in the healthcare facility: ¿therapeutic wandering for a few years now because the radiological assessments and blood tests are not consistent with the intensity of the pain. Patient¿s current status: muscle and joint pain (legs, hips, lower back, elbows, shoulders) of an inflammatory type which wakes [the patient] up at night, exacerbated by the practice of sports or leisure activities (such as gardening, cycling, dancing, etc.), or household chores. New health autority number received: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): normal results [ultrasound scan] (date unknown): normal results, appendix still in place. Lot number: b21576 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.